Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The (B)(6) device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient died during the night on (B)(6) 2018 at home, and the lvad support was working without any issue. Emergency medical services were called by patient¿s family; however, it was decided to not escalate care since the patient was under dnr. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through the evaluation. The account communicated that the patient expired on (B)(6) 2018 at home and ems was called, but the family did not wish to escalate care as the patient was dnr. It was reported that the pump was running when the patient was found, and the pump was not retrieved. There was no product available for investigation. Multiple requests for additional information regarding the event were issued to the customer; however, to this date, no further information has been provided. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(4) and for percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.